Event description:
It was reported to philips that the system gave an alert indicating the image disk was low, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular diagnostic procedure was successfully completed after unnecessary cases were deleted to free up space. The philips remote service engineer (rse) checked the system remotely and confirmed that the system had low disk space. Review of the logfile shows low disk space, delete exams messages. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported that they were experiencing low disk space issues and were able to communicate for the current case as the system was being used in an ep lab and requested onsite support. On further troubleshooting the philips field service engineer (fse) checked the system onsite and found that the ip pc and hard drives were failing. To resolve the issue, the fse replaced the ippc and hard drives, and reinstalled operating system and application and the frontal drive was re-imaged. The defective part was returned for analysis for ippc no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.